Manufacturer narrative:
Additional information h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set was leaking at the lowest port. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.